Event description:
The pt reportedly experienced decrease in performance. Testing showed that the pt's device was functioning. The decision was made to explant the pt's device in order to perform MRI procedure for the pt's non-device related medical conditions. Explant surgery will be scheduled.